Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia totally extraperitoneal (tep) procedure. The dissection balloon was being applied to the abdominal wall. They heard leaking. Once they pulled the scope out, the account said that they noticed a small tear in the seal. The valve seal was damaged. In order to resolve the issue and complete the case, the 5 mm introducer was used and the surgeon switched to a 5 mm scope. There was no patient harm. The patient outcome is alive, no injury.